Event description:
It was reported that a m. Blue plus (#fx829t) was implanted during a procedure. According to the complainant, the shuntsystem caused an overdrainage. The patient underwent a revision procedure. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Traceability of the production data was carried out. No deviation was determined. The investigation on the product is still pending. Should relevant additional information/investigation results become available, an supplemental medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing were determined permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valve operates in the permissible tolerance in the vertical position but noch in the horricontal position. A slower outflow of m.blue could be determined. Adjustment test: during the adjustment test it was determined that the valve is adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the braking force required was not within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found inside. Results: based on our investigation results, we can determine a reduced outflow in the vertical position at the valve, furthermore, the braking force is not within the tolerance. The visible deposits in the valve have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m. Blue plus (#fx829t) was implanted during a procedure on (B)(6) 2022. According to the complainant, the shunt system caused an overdrainage and adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2024. The complainant device has be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.